Manufacturer narrative:
Concomitant medical products: model: 6945-65, lead; implanted: (B)(6) 2001. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had delivered an inappropriate atp therapy when the device inaccurately detected an arrhythmia and the right ventricular (rv) lead was t-wave oversensing (twos) post v-pace. Programming options were provided. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.